Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter "shows english/espanol and the line is moving by itself", preventing progression of meter setup; however, when the "ok" button is pressed, the line stops. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.